Event description:
Kavo kl703 led attachment ring unscrews while removing product from dental chair after pt care, for sterilization (routine use). The device falls apart. This has happened to approx 7-8 kl703 motors, and then require service. FDA safety report ID# (B)(4).